Event description:
Country of complaint: (B)(6). Primary surgery: 2002 right side. Revision surgery: (B)(6) 2014. Post operative breaking of head.

Manufacturer narrative:
K060918 / k081973 / k083495. Us reporting agent notified (B)(6) 2014. Explants were not received for a detailed investigation. Due to a lack of fragments and information about the laser engraving the identification of the complained ball head is only possible based on the information provided. Protocols and acceptance certificates were reviewed. The quality documents show that the values obtained on the ceramic ball head were according to the specification valid at the time of production. The insert properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect.